Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s father reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 600 mg/dl at the time of the incident. Customer experienced symptoms such as nausea, vomiting. Customer stated insulin pump had insulin flow blocked alarm. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer does not wish to continue troubleshooting. The insulin pump will be returned for analysis.